Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states they received an unexpected pump alarm during normal use and the customer stated on (B)(6) 2017 while having a heat wave her pump got really hot then it restarted itself while at dinner table. The customer stated afterwards she had to enter in her basal rates and all that information. The customer stated today she received another unexpected alarm while sitting. The customer also stated they then tried to replace the battery but the insulin pump screen just went completely blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No low battery alert, no unexpected alarm and no blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.